Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, visible air bubbles were observed in the flushing line of a faradrive sheath upon introduction and repeated withdrawal of it into the patient. No abnormalities were noted during the preparation of the sheath, a pressure bag was used for irrigation, and only a farawave catheter had been inserted into the sheath prior to or at the time when the visible air was observed. No air was observed in the patient. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.